Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the infusion set, the customer began to have an allergic reaction, and blood glucose (bg) levels would elevate in the 500 mg/dl range. Customer removed the site and administered an injection to address bg levels. The reported issue was due to the infusion set. Tandem technical support was unable to obtain infusion set information.